Event description:
A customer complained after observing higher than expected, reproducible vitros troponin I es results for two samples drawn from a single patient using a vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. A third sample was later drawn from the patient and tested using the vitros troponin I es assay before and after treatment with a heterophilic antibody blocking tube producing two additional higher than expected results when tested on a vitros 5600 system. Vitros sample 1 result: 21.37 ng/ml vs expected < 0.034 ng/ml. Vitros sample 2 result: 20.3 ng/ml vs expected < 0.034 ng/ml. Vitros sample 3 results: 14 and 12 ng/ml vs expected < 0.034 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer indicated that the 20.3 ng/ml vitros troponin I es result was reported to a clinician for the patient but made no allegations of any patient harm occurring as a result of the events. No treatment was started, stopped or altered as a result of the reported result. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected, reproducible vitros troponin I es results were obtained from a total of three samples drawn from a single patient using vitros troponin I es (tropi es) reagent on vitros 5600 integrated systems. The most likely root cause for the reproducible higher than expected vitros troponin I es was the presence of mouse antibodies within the patient samples. The vitros troponin I es product's IFU states: samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method. The investigation found no evidence to suggest the vitros troponin I es reagents or the vitros 5600 systems had malfunctioned.